Event description:
Customer reported no image on monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and snubber board. System operates as intended.